Manufacturer narrative:
The alleged event was not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Dialysis clinic reported the hemodialysis machine made a popping sound and there was burning smell. Customer allegedly found evidence of heat damage on the actuator board and burnt component on mother board. There is no indication that there was patient involvement. Additional information was solicited.